Event description:
It was reported that the patient presented for a schedule procedure. During the procedure the lead insulation broke while inserting onto the guidewire. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿lead insulation broke while inserting onto the guidewire¿ was confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. The s-curve hump height was measured within specification. Visual inspection found a hole on the lead body insulation at the distal region consistent with perforation of guidewire. The cause of the reported event was due to lead body insulation perforated by guidewire consistent with procedural damage.